Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported there was an elective replacement indicator on their non-rechargeable implantable neurostimulator (ins). There was dissatisfaction with the ins longevity. A battery replacement surgery was scheduled for (B)(6) 2015 and a rechargeable ins was to be used. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.